Event description:
The information provided to sjm indicated a 23mm epic supra stented valve was implanted in the supra-annular position. Coronary artery bypass was also performed. During a follow-up exam in (B)(6) 2013, acute pulmonary edema was found with aortic leakage due to the perforation of two cusps. The annulus was heavily calcified. A gradient of 15mmhg was also reported. The valve was explanted and pathological analysis by the hospital indicated there was no calcification or vegetation. Blood culture results were negative. A 23mm magna eas valve was implanted following the event and the pt was in stable condition.